Event description:
The customer alleged that the filter of the epidural catheter broke. No pt injury reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.